Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial driveline infection. The patient was treated with drug therapy. It was documented that the patient outcome was death, relation to device/infection was not known date of the death was not known.